Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify a33 alarm and prime/fill anomalies due to motor error alarm. Insulin pump received with loose drive support disk and stripped battery cap coin slot(p).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised forced sensor system error. The customer's blood glucose level was 159 mg/dl. The customer reported that the insulin was squirting out during manual priming. The customer mentioned that the battery cap had a crack on the top and she used to glue it back and used it for a month. Customer stated they were unable to exit the preparing to prime loop. Customer stated they are stuck in rewind complete and bolus delivery loop. They stated that the drive support cap was protruded. The insulin pump will be returned for analysis.